Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the stylus was non-functional. The micro-processing unit and xy board were inspected for possible damage but none was found. The stylus was replaced preventively. It was noted that the system fan was noisy and that the hard drive health was at 97%. Both were replaced. Reimaged the hard drive, reloaded and updated the software and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working. It was noted that it had been switched out with two new stylus and would still not work. The programmer was returned for service. There was no patient involvement.